Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Associated medwatch: [mr# 1221934-2018-54198].

Event description:
It was reported via phone by the sales rep that during an acl procedure, the doctor had to go deep beyond the condyle with her 12 degree truespan device. The depth was set at 18. The doctor pulled the red trigger, and heard the click, pulled the gun out slowly from the patient and noticed the implant did not deploy, but was at the end of the device. The doctor attempted with another 12 degree implant, and the same thing happened. The sales rep recommended using a 24 degree implant, but the doctor wanted to use another 12 degree implant. This time the doctor moved inwardly slightly and deployed the 12 degree implants with no issue. This caused a 1-2 minute delay. There were no patient consequences. The customer discarded the devices. The sales rep provided pictures.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. Although, photos of the actual device were provided and it can be seen that the implants are hanging at the end of the needle confirming the complaint of implants not releasing into the patient body. The photos revealed that the first implant was sticking of the gun as though it had been deployed. It has been observed previously that one of the main reasons for not deploying the first implant is that the knot on the suture gets stuck underneath the implant thus causing the implant to get stuck and not get deployed. Another possibility could be that the trigger on the device was not in good working condition causing the failure. However, since the devices were unavailable for physical evaluation, apart from the above possibilities, a definite root cause cannot be discerned for the reported failures. The complaint was confirmed. A device history record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI:(B)(4). Associated medwatch report number: 1221934-2018-54198.